Event description:
It was reported that, during the implant procedure, the patient experienced muscle, phrenic nerve, and diaphragmatic stimulation. It was also reported that the lead dislodged and had placement difficulty. The lead was noted with high and unstable thresholds; high and low impedance, fracture, insulation damage, and inappropriate pacing therapy. The lead was removed and replaced with a competitor product. No further patient complications have been reported as a result of this event.